Event description:
Journal reference: ory-magne, md., et al. "Does ageing influence deep brain stimulation outcomes in parkinson's disease" movement disorders, 2007, 22:1457-1463. The article describes the results from a study that recorded adverse events encountered during follow-up parkinsons patients being treated with implantable deep brain stimulators. A total of 45 patients underwent procedures for implantation of unilateral (2 cases) or bilateral dbs systems. The goal of the study was to determine if age was a factor in treatment success. A number of patient complications were noted during the study. Reportable event: a pt (lead model 3389 n=1) experienced symptomatic cerebral bleeding and subsequently expired (perioperative period).

Manufacturer narrative:
Journal reference: ory-magne, md., et al. "Does ageing influence deep brain stimulation outcomes in parkinson's disease" movement disorders, 2007, 22:1457-1463. See scanned pages.